Manufacturer narrative:
A lead experiencing high impedances was reported to abbott. The device remains implanted and was not returned for analysis. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the reported issue was unable to be conclusively determined. Intervention to resolve the issue have been indefinitely postponed.

Manufacturer narrative:
The reported event, of high impedance was confirmed. Microscopic inspection of the returned lead revealed, a fracture on the lead body. Where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event, the lead was subjected, while in vivo at distal end.

Event description:
Additional information was received, advising that surgical intervention was undertaken. (B)(6) of 2020, where in the lead was explanted and replaced. Exact date of procedure is unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention may be pending to address the issue.